Event description:
Boston scientific received information that this patient's right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances of greater than 2500 ohms. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances of greater than 2500 ohms. As a result the lead was surgically abandoned and successfully replaced. At the time of the lead revision procedure, the device remained in service. Additional information received indicates that this device was explanted on a later date for a therapy upgrade. No additional adverse patient effects were reported.